Event description:
The pt's implantable neurostimulator (ins), lead, and extension were explanted and replaced. The lead had fractured. The ins was functioning normally but the pt and health care professional decided to replace it because it was about (B)(6). The pt recovered without sequela. Additional information has been requested, a f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The implantable neurostimulator, lead, and extension have been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.